Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device is not expected for return. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values while wearing the adc freestyle libre sensor for 10 days. On (B)(6) 2021, a scan of 10.6 mmol/l was obtained and the customer experienced symptoms of headache, tachycardia, vomiting, and was unable to treat themselves. The customer was brought to the emergency room where a lab test of 30 mmol/l was obtained and the customer was diagnosed with diabetic ketoacidosis (dka) and hospitalized for 4 days. While in the hospital, the customer¿s heart rate was monitored, and received treatment of IV glucose, potassium, metformin, and IV insulin. There was no report of death or permanent injury associated with this event.